Manufacturer narrative:
Philips has investigated this complaint. According to additional information collected, the system was not in clinical use when the issue was identified. It was reported to philips that the system did not boot up. The customer stated that when they turned on the system it booted up to blue screen, they tried rebooting the system again but no change to the issue. Upon troubleshooting, the philips field service engineer (fse) checked the system onsite and found that the host pc hard disk was defective. To resolve the issue, fse replaced the host pc and hard drive, loaded ghost software onto new hard drive and obtained and installed new license. The defective parts were returned for analysis, malfunction was observed, and the failed component was found to be ram/memory. After replacement the device returned to good working order. The codes were updated based on the investigation outcome.

Event description:
It was reported to philips that the system was not booting up. No harm was reported to philips. Philips has started an investigation of this complaint.